Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm and signal too low alarm. The customer's blood glucose value was 146 mg/dl. The customer stated that the pump went blank. The customer was assisted with self-test and it passed. The customer was advised to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or display anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, external ram crc error, unexpected restart, low battery, battery out limit and failed battery test alarms or reboot/reset time and date anomaly noted during our testing. The insulin passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.